Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were seen by their dentist who informed them to cease treatment. Patient provided a letter of recommendation for their dentist. The dentist stated that they recommended the patient to cease treatment due to them having developed tempro-mandibular dysfunction in their right tmj. The patient has a clicking sensation in the area that is evident when the dentist palpated over the joint. The patient has been referred to an orthodontist. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.